Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Insulin pump received with cracked case at display window corners.

Event description:
It was reported on (B)(6) 2014 that the insulin pump has cracks around the display window.